Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire was reported. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient¿s father stated upon removal of the sensor, the sensor wire was missing. He indicated that on (B)(6) 2018, the patient had an x-ray performed for a non-dexcom issue and they x-ray image showed wires in the patient¿s abdomen. The patient went to see a pediatric surgeon on (B)(6) "82018" to consult with the doctor to see if the sensor wires had to be removed. At the time of contact, the patient was in stable condition. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.